Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that suspected loss of capture was noted on the right ventricular (rv) lead. Mode switches were noted. The lead remains in use. No patient complications have been reported as a result of this event.